Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were having trouble operating the device and they probably clicked too many buttons they did not understand. Patient was not getting stimulation on a regular basis and once in a while they would hit something in a certain way and they would feel the buzz and then it would automatically stop. When asked for event date patient said right off the bat. At first it started working right but then it was a little strong at first so they tried to manipulate it to slow it down but then all of a sudden it stopped. Patient tried to go back and make some other modifications and it stopped again. Patient would hit some more buttons and it would start and then stop. During call patient verified their therapy was on and they were in group a and cycling was not programmed. Patient mentioned they tried to go to group b but when they hit b it would go real strong and stop after 15 to 30 minutes. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient service emailed local reps.